Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited an increase of pacing impedance and noise oversensing. No changes or interventions were performed. There were no patient consequences.